Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Follow up on (B)(6) 2015: tandem technical support (cts) reviewed pump data with customer. Cts indicated that the issue with the pump display with the insulin gauge was due to the pump turning off because the battery depleting and not being charged prior its shut down. The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. Device not returned.

Event description:
It was reported that the customer's pump displayed an x over the insulin gauge after loading. There was no reported impact to the customer's blood glucose level.